Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device changeout procedure, the right ventricular lead separated from itself upon removal from the pulse generator. The lead was capped and replaced.